Event description:
Patients' total parenteral nutrition (tpn) disconnected from broviac. Patient care technician (pct) found tpn on floor. Notified rn. Rn heplocked patient's central line as per policy and notified physician, maintenance fluids ordered. No harm. From what I can tell from event description: disconnected from y-connector where it is attached to smart site needle free valve port on broviac. No access to rn at this time to ask.